Event description:
The customer reported via phone call that his blood glucose level went up to 437 mg/dl causing dizziness and lethargy. Troubleshooting for high blood glucose levels did not show any malfunction of the insulin pump. The customer reported that he received a no delivery alarm, but was unable to troubleshoot for this issue. The device will not be replaced and the customer will not return it for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.